Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra meter was reading inaccurately erratic. On (B)(6) 2011 the medical surveillance specialist (mss) spoke with the patient to obtain and verify information. The alleged issue began on (B)(6) 2011. The patient reportedly performed consecutive tests on the subject meter between 9pm-10 pm and claimed she received erratic results. The patient reported blood glucose results of "211mg/dl, 247mg/dl and 65mg/dl" with the subject meter, performed within 3-4 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/ or <=20 mg/dl. The patient informed the mss that she manages her diabetes with a combination of pills and lantus insulin. The patient reportedly took her usual dose of nateglinide pills in the morning but reportedly increased her insulin dose from 10-12 units to 12-13 units just after testing that evening and prior to her meal. The patient reported after eating at 10pm, she went to bed and woke up feeling "faint and sweaty" at 2am on (B)(6) 2011. The patient reported that she immediately drank orange juice and retested on the subject meter and received a reading of "61 mg/dl." The patient reported that she did begin to feel better shortly after drinking the juice. At the time of troubleshooting, the cca noted that the patient was using expired tests strips at the time of the alleged product issue. The subject meter's unit of measure was set correctly and the samples were taken from the same, approved site. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.